Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, only the distal portion of the lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve hump height was measured to be within specification.

Manufacturer narrative:
Correction: section d9.

Event description:
It was reported that increased capture thresholds were observed on the right ventricular (rv) lead, and no capture was present on the left ventricular (lv) lead during a follow up visit in clinic. The rv lead was repositioned (B)(6) 2025 successfully confirmed via a chest x-ray while the lv lead was confirmed to have dislodged visually and was explanted and replaced successfully. The patient was programmed to rv pacing only for the procedure as the patient had a slow escape rhythm to ensure capture. Patient anatomy was a suspected factor in the lv lead dislodgement. The patient was stable before, during and after the procedure.